Manufacturer narrative:
(B)(4).

Event description:
It was reported that a unexpected receiver shut-down occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was externally visually inspected and passed. The receiver charged and rebooted. The log was downloaded and evaluated with no findings observed. The receiver passed all functional testing. The receiver case was opened, the internal inspection passed. The allegation was not confirmed. The root cause could not be determined.